Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
On (B)(6) 2007, the patient presented with pain and the preoperative diagnosis of lumbar disc disease, spinal stenosis, spondylolisthesis, and spinal instability. The patient underwent surgery which consisted of a lumbar decompression l4-l5-s1 with bilateral foraminotomies; l5-s1 posterior interbody fusion with application of bone dowels; l5-s1 posterolateral arthrodesis with posterior non-segmental and spinal instrumentation and morcellized local autograft bone supplemented with cancellous morcellized allograft bone. Bone obtained from the laminectomy and facetectomy was morcellized and placed in the lateral gutters at l5-51 and supplemented with cancellous morcellized allograft bone and bmp. On (B)(6) 2007, approx. 10 days post op, the patient presented with back pain and mild erythema around the incision site. On (B)(6) 2007, the patient presented with some residual back and leg pain. X-rays showed bone dowels and instrumentation in good position. Fusion was uniting. On (B)(6) 2007, the patient presented with numbness and tingling in hands and neck pain and stiffness. An x-ray of the cervical spine showed disc degeneration at several levels. The most severe was at c3-4 and c5-6 where complete loss was noted at those spaces. On (B)(6) 2007, the patient presented with back and leg pain. Diagnosis: spinal stenosis, lumbar disc disease, spondylolisthesis, and sciatica. Medications: vicodin. On (B)(6) 2007, the patient presented with low back pain with left lower extremity radiculopathy. A MRI of the lumbar spine demonstrated post-operative changes at l4-5 and l5-s1 without central canal stenosis; grade 1 anterolisthesis of l5-s1 with moderate left and mild to moderate right foraminal stenosis; moderate to severe bilateral foraminal stenosis at l4-5; moderate bilateral foraminal stenosis at l3-4; mild to moderate bilateral foraminal stenosis at l2-3; and postoperative changes with improvement in bilateral foraminal stenosis l5-s1 and l4-5. On (B)(6) 2007, the patient presented with back pain radiating into the thigh and groin areas. Diagnosis: of lumbar disc disease lumbar radiculitis and epidural fibrosis. Per the encounter notes, the patient had undergone a lumbar spine MRI scan which showed interval surgery at the l4-5 and l5-s1 levels with some remaining foraminal stenosis but well preserved central canal. There was some foraminal stenosis at the l3-4 level and l2-3 level without interval changes. On (B)(6) 2007, the patient presented with the diagnosis of lumbar disc displacement and neuritis and radiculitis. The patient underwent a bilateral l3 epidural injection. On (B)(6) 2007, the patient presented with back and leg pain. Per the encounter notes the patient had not received a substantial relief from the last epidural injection. On (B)(6) 2007, the patient presented with back and leg pain. Per the encounter notes, x-rays of the lumbar spine showed no signs of infection, fusion was uniting, the spine was in good alignment, and degenerative changes were noted above the fusion. On (B)(6) 2008, the patient underwent a lumbar spine x-ray which showed anterolisthesis of l5 on s1. There had been disc replacement of l5-s1. The degree of subluxation did not change with flexion or extension. On (B)(6) 2008, the patient presented with pain and underwent a whole body nm bone scan and spect which showed increased activity along the lateral bony fusion in the lower lumbar/lumbosacral spine; ventral osteophytes in the lower thoracic spine; increased activity in the mid left cervical spine attributed to facet degenerative change; degenerative change in the left shoulder, and medial weight bearing compartments of both knees and mid tarsal regions. On (B)(6) 2008, the patient presented with neck pain and bilateral hand numbness, right > left. The patient underwent a cervical spine MRI which showed moderate to severe spinal canal stenosis at c3-4 level due to degenerative disc disease, diffuse disc bulge, and minimal retrolisthesis. There was mild dilatation of the central canal above this level, indicating mild syrinx due to cord compression. There was mild degenerative disc disease of c4-5 with a small central disc protrusion. There was no evidence of spinal canal stenosis. The neural foramina were mildly to moderately narrowed bilaterally; and degenerative disc disease of c5-6 with a broad-based disc protrusion. The bilateral neural foramina were moderately narrowed, greater on the left. The patient also presented with bilateral buttock pain and underwent a MRI which showed status post bilateral laminectomy of l5-s1 with pedicle screws in adequate location. Enhancing scars were noted in the epidural space with encasement of existing nerve roots. The right neural foramen was moderately narrowed and the left neural foramen was severely narrowed. There was posterior fusion of l5-s1 with enhancing scars around the thecal sac. There was markedly narrowed bilateral neural foramina. Mild degenerative disc disease of l1-2, l2-3, and l3-4 with disc material desiccation and mild disc bulge were also seen. There was no evidence of spinal canal stenosis or significant narrowing of neural foramina. High signal intensities in the anterior aspect of the disc space of l1-2 with enhancement was suspicious for mild discitis. On (B)(6) 2008, the patient presented with bilateral hand numbness and low back pain. There was more numbness than pain suggesting a peripheral nerve issue. The patient also reported low back pain radiating into the leg. On (B)(6) 2008, the patient presented with lower back pain secondary to l5 pedicle screws impacting into l4-5 facet joint. Assessment: lumbar spondylosis, lumbar post laminectomy syndrome, cervicalgia, cervical spondylosis with myelopathy. A lumbar MRI was reviewed which showed l5 adjacent to the l4-5 facet. A cervical MRI was reviewed which showed c3/4 herniation with cord edema. On (B)(6) 2008, the patient presented with worsening axial pain. The remainder of the symptoms radiated into the groin area and posterior aspect of the thigh. The patient also reported stiffness and aching in both knees. Diagnosis: sciatica, lower back pain, and neuritis /radiculitis. On (B)(6) 2008, the patient presented with lumbago and received facet joint injections bilaterally l3- l4, l4-l5 <(>&<)> l5-s1. No patient complications were reported. On (B)(6) 2008, the patient presented with low back pain and hand numbness. The hand numbness was reported secondary to a c3-4 disk herniation and cord edema. The patient¿s low back pain was reported as secondary to screws impacting into the l4-5 facet joint. It was reported that the patient ¿had done nicely¿ after receiving a facet block. On (B)(6) 2008, the patient reported their back pain was worse after the surgery. Per the encounter notes the patient had had a good response to the facet block. It was noted that the patient was going to undergo a rhizotomy and if that ¿did not work¿ they would schedule a revision surgery to remove the screw hardware. On (B)(6) 2008, the patient presented axial back pain. The patient reported that they had received 50% improvement from their last lumbar facet joint injections ((B)(6) 2008) however the pain had worsened in the last two weeks. On (B)(6) 2008, the patient presented with the diagnosis lumbar strain/sprain and lumbar spondylosis and underwent intra-articular lumbar facet injections at l3-4 and l4-5 bilateral. No patient complications were noted. On (B)(6) 2008, the patient presented with continuing back pain. It was reported that the patient had failed to improve after a facet block and actually felt worse after the block. On (B)(6) 2008, the patient presented with continuing back pain. Assessment: post lumbar laminectomy syndrome. Other active problems listed: cervicalgia, cervical spondylosis with myelopathy, hypoesthesia/numbness in hands.